Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings: there was no activity related to pi observed in pump histories. There were no cartridge detected warnings not observed in the black box. The force readings were observed to be normal. The daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they are having issues with the pump /not working. The patient reported she changed infusion set on (B)(6) 2013 and during the process she filled a new cartridge and piston rod did not stop. The patient was able to get piston to stop and proceeded to wear pump but on (B)(6) 2013, they could not see anything on display to troubleshoot. The patient stated that they had a blood glucose (bg) of 19mmol/l this morning and yesterday morning their bg was 31mmol/l. The patient reported that they remained on pump and took injections for all meals and was able to have bg of 7 mmol/l by bedtime on (B)(6) 2013. This report is being made due to the alleged bg excursion the patient experienced due to an alleged load step malfunction.